Event description:
A customer reported experiencing a cgm error identified as error 42. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided detailed instructions for a pump reset, which the customer followed successfully, leading to the error code not reappearing and the sensor session being started successfully.